Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricular outflow tract (lvot) during final deployment resulting in severe paravalvular leak (pvl). Subsequently, a second valve was successfully implanted resolving the pvl. No further adverse patient effects were reported.